Event description:
It was reported that this insertable cardiac monitor (icm) device could not be connected to. The patient was seen at the clinic and the healthcare professional (hcp) could not pair to the icm using the patient mobile monitor (pmm) or the clinic mobile monitor (cmm). Technical services (ts) advised the icm device battery has potentially depleted prematurely. Subsequently, this icm was explanted. Another icm was implanted to continue monitoring. This icm has not been returned at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
Field g4 premarket/510k contains both documents k193473 & k210608 whose character limit prevented both entries from the field.

Event description:
It was reported that this insertable cardiac monitor (icm) device could not be connected to. The patient was seen at the clinic and the healthcare professional (hcp) could not pair to the icm using the patient mobile monitor (pmm) or the clinic mobile monitor (cmm). Technical services (ts) advised the icm device battery has potentially depleted prematurely. Subsequently, this icm was explanted. Another icm was implanted to continue monitoring. Subsequently, this icm has been returned and analysis performed. No additional adverse patient effects were reported.

Manufacturer narrative:
This icm was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Neither visual examination nor x-ray examination of the device identified anomalies. An attempt was made to interrogate the device and it was noted the icm could not be communicated with. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed analysis. This analysis did not reveal any abnormalities. Field g4 premarket/510k contains both documents k193473 & k210608 whose character limit prevented both entries from the field.